Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was peeling adhesive around the light guide lens. The most probable cause of the discovered damage is traced to know inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the duodenovideoscope had peeling adhesive around the light guide lens. There was no patient involvement.